Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-08150. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Healthcare professional later reported "rupture noticed during explant surgery". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: * rupture: observed two openings assessed as fold flaw opening. * capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Healthcare professional later reported "rupture noticed during explant surgery". This record is for the left side. The device has been explanted and replaced.